Manufacturer narrative:
The event of "lymphadenopathy and capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade iii.

Event description:
Subsequently, healthcare professional reported, "capsular contracture, baker grade iii. Breast hardening and swollen lymph nodes¿. The device has been explanted and replaced with a non-allergan implant. This record relates to the right side.

Event description:
Healthcare professional reported suspected rupture. Subsequently healthcare professional reported "capsular contracture, baker grade iii, breast hardening, and swollen lymph nodes¿. The device has been explanted and replaced with a non-allergan implant. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. Visual analysis of the photographs identified: h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'suspected rupture.' Device remains implanted. Record is for the right side.